Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/21/2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver log showed no data for the week of the issue date. Run receiver functional test's, pass all relevant tests. G5 global communication tool software test, pass sound tests. . Measure the speaker resistance. Speaker resistance within specification, 7.40 ohms perform manual functional tests "try it", pass. Open receiver case for internal visual inspection, pass. Perform global receiver communication tool sound intermittent test: passed. The customer's complaint was not confirmed because there is no indication .the reported event of an intermittent audio output was not confirmed. A root cause could not be determined.